Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator stopped functioning and alarmed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board will be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's system board caused the device to stop functioning. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board causing the device to stop functioning was found to be consistent with program corruption of the u3 flash.